Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormalities in manufacturing, any special adoption, nor any variations. The device was repaired on jan 25, 2021, for other issues. Root cause for the peeling of the forceps cover adhesive cannot be conclusively determined. However, it is likely that the adhesive peeled off when an external force such as strong rubbing was applied to the area during washing, etc., or during long-term use, the adhesive abraded and peeled off by repeatedly rubbing the site. The instructions for use includes the following statements that may prevent the issue of the adhesive peeling of the distal end forceps cover from happening: important information ¿ please read before use warnings and cautions (p.7) warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device was not dropped.

Manufacturer narrative:
The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the forceps cover glue was observed to be peeling. In addition, the control body had a crack. The forceps passage had a leak; the customer reported complaint was confirmed. The biopsy channel had an internal cut. Some fluid invasion was noted as well. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer sent in this device for repair as the device had failed the leak test during reprocessing. At the time of estimation in the service center, it was observed that the forceps cover glue was peeling. There is no patient involvement and no harm reported to any patient. This medwatch is being submitted for the reportable issue of the peeling forceps cover glue.